Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, concentric, de novo 90% stenosed distal left anterior descending (lad) artery, the device was being prepared for use and when the device was flushed it was noted that the stent implant was loose on the stent delivery system balloon. Further examination revealed that the stent implant could be moved distally and proximally resulting in the stent dislodging off the balloon. There was no report of resistance during removal of the device protective sheath. The sds was not used. A second xience v sds was used in the procedure without issue. There was no reported patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.